Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose level was 152 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy and declined follow-up to determine if one was later obtained.